Event description:
The customer reported that their displays had gone black and that during this time they were unable to monitor their telemetry patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare technical support representative (tsr) assisted the customer in troubleshooting the reported issue. The tsr advised the customer to perform a full system restart and after the restart, the device worked as intended. While restarting the system resolved the reported issue, the cause could not conclusively be determined.